Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited low pacing impedance measurements and had high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the rv lead also had insulation damage.

Event description:
New information received notes that, during the procedure, the replacement rv lead had high capture threshold and exhibited unspecified capture issues. The lead remained implanted.